Event description:
A report was received from the clinical study indicating that the patient had a 3-vessel disease, however, only 2 lesions were treated at the left anterior descending and at the proximal circumflex. Following implantation of the second stent 3.0x18mm cypher sirolimus-eluting coronary stent in the circumflex, a type a dissection occurred which was treated with a third cypher stent.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.